Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR #2916596-2023-03279. It was reported that the patient had the same alarms on their heartmate 3 system controller as was mentioned during their previous hospital visit. Previously, the alarms occurred when the patient was connected to a power module. The alarms were noticed again after their recent admission. An attempt was made to switch to a new power module with a new tether cable, but the alarms become more frequent after doing so. A controller exchange was performed as a result of these alarms. A review of the log files revealed no external power event on (B)(6) 2023 when connected to mobile power unit (mpu) power. The emergency backup battery was used to support the system during these events. Motor function was not affected by this event. The patient denied power outages at home. The patient did not bring their mpu to the clinic for evaluation during their visit on (B)(6) 2023. The customer observed unusual power disconnect alarms while connected to patient cable / power module power and similar events were observed on different patient cables / power modules.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of atypical alarms correlating to the system controller was confirmed. The returned system controller (serial number (B)(6) was functionally tested. Upon manipulating either of the controller¿s power cables, an audible tone intermittently sounded from the controller without any alarms active. The controller operated a mock loop as intended throughout all testing despite the intermittent tones. The cables were stripped, and the yellow conductor within the black power cable was observed to be damaged near its connector-side bend relief. This conductor is the ¿alarm out¿ wire responsible for echoing an active alarm while the controller is connected to the power module, and damage to this conductor would cause an audible tone to sound from the system controller without an active alarm. The provided log file, as well as a log file extracted from the returned system controller, were reviewed and collectively contained data spanning approximately 4 days (19may2023 ¿ 23may2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. No atypical events regarding the system controller were observed throughout the data. The root cause of the reported event was determined to be damage to the yellow conductor within the black power cable, consistent with the repetitive flexing of the cable over time. The heartmate 3 patient handbook, rev. D, section 5 ¿alarms and troubleshooting¿- describes all alarms (visual and audible) and what action should be performed when they do occur. The heartmate 3 patient handbook, rev. D, section 10 ¿safety checklists¿- instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook, rev. D, section titled "emergency contact list"- cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.